Manufacturer narrative:
The insulin pump passed the self-test, displacement test, self-test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Unexpected restart alarm and unexpected loss settings after battery change due to interface board voltage leak. No signal too low alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device was downloaded properly to carelink. Device was also programmed with test glucose meter. Device communicated properly and recorded the 50 mg/dl value properly from glucose meter. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed unexpected restart and the alarm cannot be cleared. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.